Event description:
Approximately three years and eight months post implantation, during a clinic visit the patient reported that when connected to two power sources he noted a power alarm. The screen to the controller went blank for a moment and both battery displays on the controller flashed red and a yellow triangle light came on. The vad coordinator re-checked the connections to controller and noted loose connections with the batteries. No alarms were noted on the monitor. The batteries and controller were replaced. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient experienced unexpected behavior from the battery and controller. There was no reported patient injury related to this event. The battery and controller were exchanged by the facility but were not returned to the manufacturer. Review of the manufacturing records for the controller did not reveal any non-conformances or deviations that can be attributed to the reported event. Although the reported events were not investigated via failure analysis, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. No additional investigation of this event is required at this time. Z-1607-2014 field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).